Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was a blushing type IV endoleak seen post implant. No intervention has been performed. The decision was made by the physician to monitor the patient. No clinical sequelae were reported, and the patient is fine. A review of implant angio show a likely type IV endoleak near the left side flow divider, and also just distal to the contra gate.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).